Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was in a fistula located the arm. A 7.0 x 60, 75cm mustang¿ balloon catheter was selected and advanced to the lesion. The balloon was inflated three or four times at 20 atmospheres. During the last inflation, the balloon would not deflate. The physician used multiple syringes, pulling negative pressure to deflate the balloon. The device was then removed from the patient's body. The procedure was completed with another 7.0 x 60, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the balloon was partially inflated with liquid. A visual and tactile inspection of the device found no kinks or damage along the entire length of the device. Using an encore inflation unit, the balloon was inflated to its rated burst pressure with no leaks or resistance. The inflation device was verified before and after use. Using the same inflation device a vacuum was pulled and the balloon deflated fully with no restrictions noted. The balloon was inflated and deflated from its rated burst pressure three more times and on each occasion the balloon deflated fully in an average time of 8 seconds and the deflation time was recorded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was in a fistula located the arm. A 7.0 x 60, 75cm mustang¿ balloon catheter was selected and advanced to the lesion. The balloon was inflated three or four times at 20 atmospheres. During the last inflation, the balloon would not deflate. The physician used multiple syringes, pulling negative pressure to deflate the balloon. The device was then removed from the patient's body. The procedure was completed with another 7.0 x 60, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.